Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three-piece lens but the lens tore. There was no patient contact or injury. This lens is one of two lenses the surgeon used for the same patient.